Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using four proglide devices. Reportedly, the suture was missing on all four proglide devices. The method of achieving hemostasis was not specified. There was no reported adverse patient sequel or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: actual date of event. The device was initially reported as returning, however, the device was reportedly discarded, not returned. (B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. It was reported that suture placement was attempted in the left common femoral artery using two proglide devices (not 4 devices as previously reported) via a terumo 6f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a suture breaks occurred after removal of the proglide plunger with both proglide devices. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.